Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient in heart failure/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient was having a large amount of ectopy. The impella was repositioned under echocardigram from 6.5 centimeters to 5.3 centimeters. There was an increase of ventricular ectopy when the patient was lying flat. The impella kept being reposition. Additionally, the patient¿s dressing was saturated and leaking a little blood. The site was removed and redress. Heparin was stopped due to bleeding from the jp site. It was further reported that the impella sterile sleeve separated from the locking hub. Nursing stated that there was no force applied to cause this separation. The patient did ambulate the halls regularly. After ten days of impella support, the patient had a heart transplant and the impella was successfully explanted.

Manufacturer narrative:
The investigation for the access site bleed, ventricular ectopy, and product damage has been completed. There was no product returned. Due to lack of evidence, the root cause of the access site bleed, ventricular ectopy, and product damage cannot be determined as the product was not returned and sufficient clinical details were not provided. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿.